Manufacturer narrative:
Device evaluation: the ams800 occlusive cuff was visually, and microscopically inspected, and functionally tested. There was a perforation in the cuff pillow causing fluid loss. Inspection of the remainder of the device presented no other damage or irregularities. The ams800 pressure regulating balloon and control pump were both visually and microscopically inspected. No leaks were found. The balloon was not functionally tested due to unknown product specifications. The control pump performed within specifications.

Event description:
Analysis of the returned device found a perforation and fluid leak in the cuff pillow based on visual and functional testing. The damage to the cuff is consistent with wear and fatigue. No further information was available.